Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the pocket site and also along the lead exiting the epidural space to the ipg site. The patient underwent a revision procedure wherein the ipg was relocated higher on the left flank and the lead was re-tunneled to the new ipg site location. The patient was doing well postoperatively.